Event description:
Hillrom received a report from a hillrom technician stating the watchcare may be interfering with the telemetry system. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the watchcare, ¿may have been causing interference with the customers telemetry system as it lost connectivity at times.¿ the customer notes the intermittent issues have occurred over the previous couple of years. There was no allegation of patient or caregiver injury, or death reported from this alleged incident. The watchcare incontinence management system (system) provides a discreet visual alert and optional equipment call alerts after moisture is detected on the watchcare smart pad. The incontinence monitor is intended to detect and provide a timely alert when the patient¿s skin is exposed to incontinence (both urine and liquid fecal events). The device IFU notes the following caution on electromagnetic emissions guidance and interference: (1) the watchcare reader, indicator light, and antennas is an intentional radiator of rf energy. Therefore, its rf emissions are low and may cause interference in nearby electronic equipment (2) caution¿this device meets all requirements for electromagnetic compatibility per iec 60601-1-2. It is unlikely that the user will encounter problems with this device because of inadequate electromagnetic immunity. However, electromagnetic immunity is always relative, and standards are based on anticipated environments of use. If the user observes unusual device behavior, particularly if such behavior is intermittent and associated with nearby use of radio or tv transmitters, cell phones, or electro-surgical equipment, this could be an indication of electromagnetic interference. If such behavior occurs, the user should try to move the interfering equipment further from this device. With this event, there was no report of an injury or malfunction of the watchcare device. However, if electromagnetic interference were to recur between watchcare and telemetry systems or other devices, it is likely to cause or contribute to serious injury or death as this behavior may not be recognized by the caregiver resulting in omission and/or unnecessary medical intervention. Therefore, hillrom considers this complaint reportable.